Event description:
Device issue: failure to advance. Time of device issue: during the procedure. Adverse event; medical intervention with a second device required to seal perforation. It was reported that the two graftmaster stents did not cross the proximal left ascending diagonal (lad) to treat the perforation. The perforation occurred during the use of a non-abbott stent and a non-abbott balloon catheter. A non-abbott balloon catheter was used to successfully seal the perforation. No other patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). Failure to cross can be as a result of, but not limited to, the following, tortuous anatomy, severely calcified vessels, presence of the previously implanted stents. The device was not returned for investigation; therefore, it is not possible to determine a conclusive root cause for the reported event. Based on a review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments (B) (4) in (B) (4) as per specification. The 3.0 x 16 graftmaster (part 12744-16, lot 511089), indicated has been filed under a separate MFR#.